Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There was no specific reason given for medical consultation and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh(device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davolflat mesh(device #2). The patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex(device #1) and bard/davol flat mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davolflat mesh (device #2). The patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and bard/davol flat mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with periumbilical incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device 1). Per operative notes, ¿a ventralight st mesh using echo ps (device 1) was placed into defect and tacked.¿ (B)(6) 2016 ¿ patient had abdominal pain and was diagnosed with recurrent ventral hernia; partial small bowel obstruction thereby underwent open repair with the removal of mesh (device #1) and implant of bard flat mesh (device 2). Per operative notes, ¿the bowel has flipped in several areas up above the mesh causing partial chronic small bowel obstruction. The dysfunctional and pulled apart mesh (device 1) was excised. A large recurrent ventral defect in upper midline was noted. A piece of bard flat mesh (device 2) was placed in retrorectus space using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There was no specific reason given for medical consultation and no medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., UDI no., corporate lot. No. Expiry date), g1, g3, g6, h2, h4, h6, h10. This emdr represents the barddavol flat mesh (device #2), an additional emdr was submitted to represent the bard/davol ventralight st /w echo (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.